Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain on the right') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine spasm ("uterine contractions"), back pain ("pain in the lower back on the right"), menorrhagia ("haemorrhagic periods"), fatigue ("fatigue") and arthralgia ("joint pain"). On an unknown date, the patient experienced allergy to metals ("strong reaction to nickel") and endometriosis ("endometriosis"). The patient was treated with surgery (removal of the implant with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine spasm, back pain, allergy to metals, menorrhagia, fatigue and arthralgia outcome was unknown and the endometriosis had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, fatigue, menorrhagia, pelvic pain and uterine spasm with essure. The reporter considered endometriosis to be related to essure. The reporter commented: her gynecologist found endometriosis, according to the patient it was certainly due to the implant. A magnetic resonance imaging scan was planned in early (B)(6) 2021 to confirm the endometriosis and to check exactly where it is. The patient had only one implant on the right (the left tube was blocked). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2020: strong reaction to nickel. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-jan-2021. The most recent information was received on 01-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain on the right') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine spasm ("uterine contractions ++++"), back pain ("pain in the lower back on the right"), menorrhagia ("haemorrhagic periods"), fatigue ("fatigue") and arthralgia ("joint pain"). On an unknown date, the patient experienced allergy to metals ("strong reaction to nickel") and endometriosis ("endometriosis"). The patient was treated with surgery (removal of the implant with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine spasm, back pain, allergy to metals, menorrhagia, fatigue and arthralgia outcome was unknown and the endometriosis had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, fatigue, menorrhagia, pelvic pain and uterine spasm with essure. The reporter considered endometriosis to be related to essure. The reporter commented: her gynecologist found endometriosis, according to the patient it was certainly due to the implant. A magnetic resonance imaging scan was planned in early (B)(6) 2021 to confirm the endometriosis and to check exactly where it is. The patient had only one implant on the right (the left tube was blocked). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2020: strong reaction to nickel. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-feb-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.